Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is unable to be identified and the foreign material residue point was not deformed. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. - the instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope does not pass inspection with errors e101-118. The issue occurred after the diagnostic procedure which was completed with the same device. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the air water nozzle is clogged by unidentified foreign solid black material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the air water nozzle is clogged by unidentified foreign solid black material, annual preventative maintenance on the biopsy channel and keytop 1 and forceps elevator system were done, the distal sheath rubber glues were worn out, the lenses glues were worn out, the insertion tube was deformed, the coating of the insertion tube was peeled off and the bending angulations were out of spectrum. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.